Event description:
The user reported when the heart lung console was set at a low flow rate, and the roller pump was set in the second position, the pump would occasionally stick. No other details regarding the nature of the event were provided. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.